Manufacturer narrative:
(B)(4). Eval, results: endoleak; short aortic neck; implanting the device in a short aortic neck. Eval, conclusion: device failure/lack of effectiveness related to pt condition (short aortic neck); implanting the device in a short aortic neck.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck is 22 mm in diameter proximally and 25 mm in diameter distally and 8 cm long. The aortic bifurcation was tight measuring 16 mm in diameter, and the iliac arteries were heavily calcified but non-tortuous. It was reported that after the endurant bifurcated stent graft was implanted, the physician thought there was a proximal type I endoleak. After ballooning with a reliant balloon, the endoleak was still evident. The physician then thought that the endoleak was a fabric type iii endoleak and decided to reline both limbs with limbs from another MFR; however, the endoleak still did not resolve. The physician then decided to not intervene any further but to monitor the pt. No additional clinical sequelae were reported, and the pt is fine.